Manufacturer narrative:
Additional information: date of event, describe event or problem, concomitant med prod data, FDA notified?, report source, report source other, imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device was set to infuse 50ml of mederol as a secondary infusion over 30 minutes (rate of 100ml/ hour). Approximately 5 minutes after the infusion was started, the pump alarmed for air-in-line and the medication bag was found empty. The pump module indicated 5.23ml had been infused. There was patient involvement but impact is unknown. A medwatch report was received (mw5105617) that indicated: solu-medrol ivpb infused to quickly. Pump was set for 50 ml volume to infuse over 30 minutes at a rate of 100 ml/hr approximately 5 minutes after pump was started, pump began to beep. This nurse went into the infusion bay and found that the pump was beeping and read "air in line," and the bag was empty pump also read volume infused 5.23 ml, but entire 50 ml bag was empty. FDA safety report ID # (B)(4).

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device functioned improperly by over infusing. There was patient involvement but impact is unknown.